Manufacturer narrative:
As reported, sorbafix enhanced device deployed a broken fastener. The subject device was returned for evaluation with a loose broken fastener that was removed from the patient. Functional evaluation of the returned sample could not reproduce the deployment of a broken fastener during testing. Based on the evaluation a definitive root cause as to why a broken fastener presented in use could not be determined. The most likely cause is an event occurring during user/device interface resulting in the fastener to break while attempting fixation. No manufacturing anomalies were found. Review of manufacturing records confirms product was manufactured to specification. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery. The precautions section of the IFU supplied with the device states, ¿if the fastener does not deploy properly, remove the device from the patient and test the device in air to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient.¿ sample evaluated.

Event description:
As reported, during an unspecified procedure, the sorbafix enhanced fixation device successfully deployed first fastener and released second fastener as a broken fastener. It was reported that the remnants were removed from the patient¿s body. There was no reported patient injury.